Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 430.2 mg/dl and received multiple no delivery alarms as well as had multiple pump errors. The customer states they changed set and this resolved the issue. The customer states they received seven no delivery alarms and second device alarm multiple pump errors. Advised customer that the pump will need to be replaced. The insulin pump will not be returned for analysis.